Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the rv lead was connected to the device a superior vena cava (svc) coil impedance of none was observed. The connection was checked but none was still observed. Another device was used and again none was observed. The right ventricular (rv) lead was tested normally. The svc coil impedance was programmed off, and the device remains in use. The svc coil impedance was tested again when the patient was out of the procedure, but none remained. No patient complications have been reported as a result of this event.